Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. On (B)(6) 2017, the patient presented in the clinic, lead noise was not reproducible via isometrics. On (B)(6) 2017, out-of-range low impedance was stored on remote transmission. All other electrical measurement were normal. No intervention was performed, and the patient remained asymptomatic.